Event description:
It was reported that during an unknown procedure, the clip applicator was not working properly, unable to get any further information. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Dropping or ejected. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected the remaining eleven. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. No incident related to the reported event was observed during the batch record review.